Manufacturer narrative:
The device was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The reported event stated the implants were assembled incorrectly on the back table by operating room staff, and the head could not be removed from the long stem after incorrectly assembling resulting in the prolonged procedure.

Event description:
It was reported during a primary surgery for radial head replacement, the first set of implants were incorrectly assembled on the back table. This was realized before the implants were placed in the patient. The surgeon and staff tried to remove the head from the long stem on the back table to allow proper orientation but were unsuccessful. A second set of implants was opened and was properly oriented. The procedure was completed. The issue with the first set of implants prolonged the procedure by 15 minutes. No adverse patient consequences were reported. This report is related to report number 3025141-2022-00376 for the arh solutions head device involved in this event.